Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4)-internal bolster removed from patient, nothing remained in patient. The complainant indicated that the device will not be returned for evaluation due to it being disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostoma exchange procedure performed on (B) (6) 2009. According to the complaint, during procedure, the internal bumper of the device detached inside the stomach of the patient, when the physician withdrew the device. The physician was able to retrieve the internal bumper, from the patient, endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition as a result at the conclusion of the procedure was reported to be good.